Event description:
The user facility reported a 66-year-old female patient was implanted with an impella device for mechanical circulatory support. The complainant reported an increase in purge pressure that was resolved by adding tissue plasminogen activator (tpa) in the purge fluid. Purge flow returned to normal and the patient was not harmed.

Manufacturer narrative:
The device was returned and the investigation is ongoing. Upon conclusion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.